Event description:
The customer reported getting a cycle power 1000 error message. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported getting a cycle power, 1000 error message. No patient involvement was reported. The device was evaluated at philips and the symptom was verified. The power pca was replaced to resolve the issue. The device was returned to the customer after passing all required testing. We are considering this a malfunction of the power pca.